Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the fenestrated bipolar forceps instrument cable was burnt at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 04-may-2022: the fenestrated bipolar forceps instrument was inspected prior to use and no damage was reported. A pin gauge was used to inspect the cannula. There was no arcing observed. A monopolar cord was not connected to the bipolar instrument and it is unknown what type of generator/electrosurgical unit (esu) was used. The fenestrated bipolar forceps instrument did not collide with any other instrument or tools during the procedure. The instrument did not touch any staples, clips or sutures while energizing. There was no patient injury and the patient has not return to the hospital due to post-surgical complications. No image or video of the procedure was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the yaw pulley to be related to the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. No insulation damage was observed. The conductor wires are not damaged or broken. An electrical continuity test was performed and passed. The instrument cables were also inspected, no damage was observed. The root cause for this failure is attributed to mishandling/misuse, commonly caused by a collision with another energized instrument. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k10220307 0101) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 13 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument cable at the distal end was burnt. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.